Event description:
Extension set on pt's PICC line was found to be broken by pt's wife. Extension set tubing came apart from the anti-reflux valve, causing an introduction of air into the tubing and PICC as well as possible contamination of the central line and interruption of the continuous antibiotic infusion.